Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a fingerstick blood glucose of 499 mg/dl after a same-day supply change, and subsequently received coaching on ketone monitoring, hydration, and interim management including use of subcutaneous insulin by pen if needed. Symptoms included elevated blood glucose without ketosis. Outcomes included no hospitalization and completion of troubleshooting and education, including guidance to avoid doubling meal announcements and to space meal entries. Investigation included review of available device data and user follow-up attempts. Investigation of this case revealed no alarms or alerts and user behaviors that could contribute to hyperglycemia, including potential meal announcement duplication and supply change preceding the event. It was concluded that the cause of the hyperglycemia was unclear and that the device was usable with education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.